Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 307 was found indicating "node not present" fault on the usm axes controller carriage (acc), confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber cable was found to be damaged that would be related to the reported event. The usm was installed onto a golden system where the error 307 was triggered indicating a fault, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where "check all boards" test was found to be failing on the acc. Once the test was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Universal surgical manipulator (usm) arm 4 was replaced to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the universal surgical manipulator (usm) 4 was disabled following a fault. System logs confirmed that usm4 was disabled and show faults reported by usm4_acc. Tse advised that restoring arm would cause the faults to reoccur. The procedure was completed with no reported injury.